Event description:
Additional information was received from the patient. Patient called back and reiterated the therapy was not helping their symptoms, that they weren't able to hold their urine. Patient stated they had to rush all the time to get to the bathroom even if they were wearing a pad. Patient stated they were pretty uncomfortable and that sometimes they would feel a vibration/pulsation, like a slow heartbeat in their bike-seat if they were sitting or when they walked. Patient stated it was like a pressure and that they could "wiggle around" in their seat and it would stop. Patient stated their health care provider (hcp) had told them to call medtronic if they had concerns. Patient stated they called their medtronic representative (B)(6) today on (B)(6) 2024, and when their problem first started to happen "about two weeks ago". Patient services wanted to note that the patient stated conflicting information regarding event date as the patient stated their issue they were experiencing currently was a continuation of the issue they were experiencing when they first called patient services back in (B)(6) 2024. Patient stated they left a message about the issue with the rep but the rep never called them back. Patient services reviewed the role of the rep with the patient and redirected the patient to follow up with their hcp for their symptom concerns and the hcp could page a rep if needed but offered the patient assistance in making a change today. Patient mentioned having an MRI and when the MRI technician turned the therapy back on, they jumped out of their seat because they felt a buzzing in the bike-seat but then decreased the stimulation for the patient to a comfortable level again. Patient stated they couldn't see what the technician had done but thought they did something to the setting. Patient stated when they first got the implant they were at 0.9 ma on program 1 and they needed help with connecting to their settings because they'd increased it once to 1.4 ma but it still wasn't helping and they wanted to make a change. Patient services walked the patient through connecting to their settings. The therapy was on. Patient services wanted to note that the patient when placing the communicator over their ins site, stated they felt the ins site as a "biglump." Patient services reviewed stimulation and programming considerations with the patient and suggested to the patient they could try a different program as their current level seemed to be a little too high for them. Patient switched to program 2 and increased the stimulation to where they felt it comfortably in their bike-seat at .7ma. The patient was going to monitor their symptoms now that a change had been made. Patient may call back for further assistance if they found the therapy still didn't help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was at the urologist yesterday or the day before and told the urologist they were having trouble when going to the bathroom. The device is not helping any. The doctor said maybe it is not set up to the number it should be at. The patient can't seem to hold the water when going. When they have to go to the restroom they never getting there on time. Has to rush to get there. Wears a pad. If they don't go immediately they won't make it. It pours down. The patient did contractions and can control the urine, doesn't happen a lot but does happen. The issue started recently. The patient had an MRI and they told the patient to bring the stimulator with them. Doesn't know if they turned it down or not. Walked caller through checking settings. On program 1 at 0. 9 ma. On the call the patient increased the stim to 1. 3 ma and felt a little twinge. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.